Event description:
23 y/o female for laparoscopic cholecystectomy, developed laceration to vena cava (initial trocar insertion lacerated anterior and posterior wall ivc.) Intra op bleed. Required admit to ICU. Pt found to have paralysis both lower extremities.